Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead was oversensing noise. Programming changes were discussed; no changes or interventions were performed. The patient was in stable condition.

Event description:
New information noted the physician elected to monitor the right ventricular lead. The patient was in stable condition.